Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an urgent low glucose event with a recorded blood glucose of 46 mg/dl, without recent exercise, correction doses, meal announcements, or new medications noted, and treated the episode with oral fast-acting carbohydrates. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention, specifically medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information regarding a device problem and insufficient information about a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.